Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported behavior : the device eno dr, sn (B)(6) was interrogated on the (B)(6) 2022. Some communication errors disturbed the interrogation. So, a message appeared on the programmer to ask the user to retry or not the communication. The user declined the retry of the communication, therefore the interrogation was stopped. The root cause of the communication errors could not be identified with certainty, but they could have resulted from an improper programming head positioning over the implantation site. Based on available data, no issue is suspected on the device

Event description:
Reportedly, the device was not interrogable during follow up on the 8th december 2022. On the 13th of december, the device was interrogable without issue.

Event description:
Reportedly, the device was not interrogable during follow up on the (B)(6) 2022. On the (B)(6) 2022, the device was interrogable without issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.